Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of posterior fusion on (B)(6) 2016. The patient mentioned to surgeon that he could feel a clicking in his back sometime after surgery on the (B)(6) 2016 (l5/s1 alif and revision broken posterior construct). The patient had an xray and it was discovered that the rods had disengaged on both sides from the 5.5mm end to end connectors and rods broken. New end to end connectors were implanted along with two spanning rods either side to strengthen the construct. Patient surgery history: (B)(6) 2016 removal of iliac bolts. (B)(6) 2016 - revision of broken rods and cross connector at (B)(6) private hospital. X-rays available.

Manufacturer narrative:
(B)(4). Two (2) mon drc, e by e, 5.5 x 5.50,ti (product code: 1774-92-060) were returned for evaluation. Visual examination of the connectors revealed significant wear from the operative usage and friction between parts. Functional analysis was performed on the connectors by using an x25 inserter (2797-12-590). It was identified that the set screws on the connectors were functioning as intended, which was evident from the resistance free tightening and loosening into the connectors. No product problem was identified. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. With the information provided, a definitive root cause for the migration of the rod cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The viper2 straight rod480mm, cocr (product code: 1967-89-480) and mon drc, e by e, 5.5 x 5.50,ti (product code: 1774-92-060) was not returned to the complaints handling unit (chu) for evaluation. Pictures of x-rays were provided which suggest that the rod appears to be broken and the end to end connectors appears to be disengaged from rods. No other patient information or factors that may affect the performance of the components are provided. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. With the information provided, a definitive root cause for the migration of the rod cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.